Event description:
Left string behind - in vagina [foreign body in reproductive tract]. String sticking out the tip of tampon [device physical property issue] . Left string behind - from tampon [device breakage]. Case narrative: consumer reported via social media that the tampon left pieces of string behind. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation. No adverse event reported.

Event description:
String sticking out the tip of tampon [device physical property issue] left string behind - from tampon [device breakage] case narrative: consumer reported via social media that the tampon left pieces of string behind. No serious injury was reported.